Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Field service has not been performed. Device replaced 04/19/2022. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported that her machine was leaking on (B)(6) 2022. She said she turned it on and said coolant was all over top,bottom and out the back.

Manufacturer narrative:
Device was returned and an investigation was completed. The internal inspection did not find a coolant leak and the unit functioned properly upon testing. This is not considered a control unit leak.

Event description:
Device was returned and an investigation was completed. The internal inspection did not find a coolant leak and the unit functioned properly upon testing. This is not considered a control unit leak.